Event description:
It was reported " [the user] started getting persistent trigger loss alarms. Unstable or erratic triggering, no ap signal available. The pump would switch to ap trigger. The arterial pressure waveform is very dampened. They were unable to improve the arterial pressure waveform with any troubleshooting measures. It took time for it to try and go back to the ECG for trigger'. To continue therapy, another pump console was used. No patient injury or consequence, the patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). The sample was returned in a brown cardboard box with protective packaging. Visual inspection of the ECG cable was performed, and no obvious abnormality was noted. The customer pictures were reviewed. The pictures show the unstable or erratic triggering. The pictures of the alarm history show multiple "no ap signal available", "ECG lead fault", and "no ECG signal available" had occurred which is consistent with the event details. The continuity test of the ECG cable was performed using the digital multimeter and passed. The ECG cable was installed into a known good ac3 for functional testing. The patient simulator and 5 leads ECG cable were connected to the pump. The pump was startup as normal; however, the noise was noted on all the ECG waveform signals except lead iii. The waveform noise disappeared when both ends of the cable connectors were held firmly in place, and the waveform noise immediately reappeared when released. During the removal of the ECG cable from the pump, the connector case was found loose. Also, the socket pin on the green cable was noted to be slightly loose. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "multiple ECG lead faults, no ECG signal available, unstable or erratic triggering, no ap signal available" is confirmed. During the investigation, the ECG cable connectors (case/socket pins) were found loose, which caused the reported complaint. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the loose ECG cable connectors. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " [the user] started getting persistent trigger loss alarms. Unstable or erratic triggering, no ap signal available. The pump would switch to ap trigger. The arterial pressure waveform is very dampened. They were unable to improve the arterial pressure waveform with any troubleshooting measures. It took time for it to try and go back to the ECG for trigger'. To continue therapy, another pump console was used. No patient injury or consequence, the patient's current condition is reported as "fine".